Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted. If the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive due to the customer "rolling on" the pump while sleeping. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse effect to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.